Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial plate for reasons that are not available at the time of this report.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.